Event description:
A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure (pt age, gender, and weight unk) in 2007. According to the complainant, "the cutting wire was not tight enough to be able to cut." The procedure was completed with a second stonetome stone removal device. No pt complications were reported as a result of this event, and pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device, revealed a reportable malfunction. This report is submitted based on these results. Visual examination of the returned device revealed that the extrusion was split and that the cutting wire and the extrusion had a blackened appearance. This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome position, allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator setting. A review of the complaint database identified one add'l complaint reported for the same lot (for a similar event). The device history record for the lot was reviewed; no anomalies were noted.